Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic laparoscopic appendectomy procedure, the surgeon was able to press the green button, but was not able to squeeze the handle. The device was not able to fire. A new reload was used to complete the case. No injury.